Event description:
It was reported that this pacemaker was explanted due to infection. A full system explant was performed, including this pacemaker as well as right ventricular (rv) lead. A new pacemaker and rv lead were successfully implanted on the right side of the chest. The explanted system is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this pacemaker was explanted due to infection. A full system explant was performed, including this pacemaker as well as right ventricular (rv) lead. A new pacemaker and rv lead were successfully implanted on the right side of the chest. The explanted system is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.